Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the technical service engineer (tse) that the system was reporting non-recoverable fault 90. Prior to calling technical support, the representative had power cycled the system three times, including setting the circuit breakers to the off position to ensure power was cut. Tse confirmed an error message related to the board inside of the core. The issue persisted with each power cycle. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the ports were placed when the issue/fault occurred. The procedure was not converted to laparoscopic surgery; instead, the system was powered off and rebooted. Since there was no conversion to laparoscopic surgery, there was no increase in port size incision or additional ports added. There was no harm or injury to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the core controller to resolve the issue. The system was verified and ready to use. Isi has not received the controller for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product to perform failure analysis. The core controller (icc) board was analyzed, and the reported problem was confirmed but not replicated. In the system logs, error 90 was recorded, confirming that the fault occurred in the field. A visual inspection revealed no abnormalities that could be linked to the reported event. The icc board was then installed in a golden system, where it functioned as expected. The golden system was subjected to the following tests: a 10-minute sine cycle, 10 power cycles, and a 3-day idle period. After testing, the system error logs were reviewed, and no errors were observed. While a definitive root cause cannot be established since the reported complaint was not replicated during in-house testing, the potential root cause for this failure can be attributed to transient electrical issues from icc board.

Event description:
Refer to h11 for follow-up information.